Manufacturer narrative:
The customer reported no qc issues. A bci field service engineer (fse) visited the site on (B)(4) 2010. The fse checked the sample probe and noticed obstructed flow. The fse replaced the sample probe and the sample probe 3 way valve (t-valve). The fse also changed the 500 ul syringe tip for maintenance. The system is currently showing acceptable performance and the issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to incorrect cartridge chemistry results generated by synchron lx20 pro clinical system. The results were not reported out of the laboratory. Repeat tests produced different results. There was no effect to patients or to user.